Event description:
Per the clinic, the patient was administered local anesthesia on (B)(6) 2013, to facilitate the abutment exchange. No reports of skin reduction were reported. The patient was prescribed antibiotics (type and dosage not reported) to treat site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.